Event description:
This patient was implanted with a nucleus cochlear implant in 2005 and was hospitalized one month later. The reason for the patient's hospitalization is not yet known, however, the company has reason to believe that pt is being treated for meningitis. The patient's physician has been contacted and co will provide FDA with additional information regarding the patient's illness, as soon as the information becomes available.